Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received diaphragmatic stimulation from the right ventricular lead; testing confirmed diaphragmatic stimulation. It was noted that over the past year the patient had developed atrial fibrillation. The lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.